Event description:
Trinity revision after approximately 1 year and 3 months due to pelvic fracture and subsequent dissociation of the trinity cup. Please note: a biolox delta ceramic liner was also revised along with the trinity cup. Ceramic liners are not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -1611 initial report. This initial report is being submitted retrospecively as per FDA request. To aid the investigation of this event, opaerative notes, patient age and patient activity level were requested, however, this information was not available and thus there was only very limited information available for the investigation. It was confirmed that the explants were discarded by the hospital following the revision surgery and thus are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed for the trinity cup. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. If any additional information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitue an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event